Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer kept repeatedly failing. A field service engineer replaced the faulty drawer sensor on drawer 6 and verified successful access. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary matrix drawer had repeatedly failed, displaying a message to clear the obstruction and close the drawer. Customer removed back panel and inspected unit, found not obstructions present. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.